Event description:
It was reported that the insulin pump had a blank display. Troubleshooting was performed and the anomaly continued. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with blank display as a result of a broken component in the interface board.